Event description:
This unsolicited case from united states was received on 08-jan-2018 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after 5 days, was using a wheelchair, and after unknown latency lost sleep, was not able to bear weight on my knee, not walked/couldn't walk, pseudoseptic reaction, swollen and had stiffness. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (third injection) (dose, frequency and indication: unknown) into the left knee at a hospital .it was reported that the patient had a serious reaction to synvisc one. The patient did not know if he received recalled lot. On (B)(6) 2017, the patient started having symptoms and they just got progressively worse. Since (B)(6) 2017, (5 days after receiving synvisc one injection), the patient he had been in a wheel chair, used crutches and was not able to bear any weight on knee. The patient did not walk. On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling, stiffness. It was reported that the patient had seen so many doctors (at least 6 doctors). On (B)(6) 2017, the patient received a cortisone injection that helped for few days and had been on steroids. On an unknown date in 2017, after unknown latency the patient lost sleep, had physical therapy. It was reported that the doctor believed that the patient had a pseudo-septic reaction (event onset date: (B)(6) 2017, latency: unknown) in knee from receiving multiple synvisc-one injections. On an unknown date in (B)(6) 2017 (on (B)(6) 2017), the patient was also given oral prednisone. It was reported that they did not aspirate any fluid from knee and that was patient's decision. Based on reaction that the patient was having, he didn't want another foreign object shoved in knee. The patient travels but was still in a wheel chair. It was reported that the patient travelled for a living and concert touring. It was reported that the doctor told the patient that by late (B)(6) 2018, he would need to have fluid aspirated and cultured. The patient did not know if he will get knee aspirated in europe while there or would able to have it done when he arrives back in the u.s. Reportedly the patient would like to be reimbursed for the crutches, wheel chair and lost time. Action taken: unknown. Corrective treatment: not reported for lost sleep, crutches, cortisone shots, oral prednisolone for not walked/couldn't walk; cortisone shots, oral prednisolone for rest of the events. Outcome: not recovered for all the events a global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: disability and required intervention for using a wheelchair; required intervention for not able to bear weight on my knee, not walked/couldn't walk, pseudoseptic reaction, swollen and stiffness. Pharmacovigilance comment: sanofi company comment dated 12-jan-2018: this case concerns a patient who received synvisc one injection and later became wheelchair used and had weight bearing difficulty and was unable to walk for which patient received cortisone injection and steroids. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 08-jan-2018 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after 5 days, was using a wheelchair, and after unknown latency lost sleep, was not able to bear weight on my knee, not walked/couldn't walk, pseudoseptic reaction, swollen and had stiffness. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (third injection) (dose, frequency and indication: unknown) into the left knee at a hospital .it was reported that the patient had a serious reaction to synvisc one. The patient did not know if he received recalled lot. On (B)(6) 2017, the patient started having symptoms and they just got progressively worse. Since (B)(6) 2017, (5 days after receiving synvisc one injection), the patient he had been in a wheel chair, used crutches and was not able to bear any weight on knee. The patient did not walk. On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling, stiffness. It was reported that the patient had seen so many doctors (at least 6 doctors). On (B)(6) 2017, the patient received a cortisone injection that helped for few days and had been on steroids. On an unknown date in 2017, after unknown latency the patient lost sleep, had physical therapy. It was reported that the doctor believed that the patient had a pseudo-septic reaction (event onset date: (B)(6) 2017, latency: unknown) in knee from receiving multiple synvisc-one injections. On an unknown date in (B)(6) 2017 (on (B)(6) 2017), the patient was also given oral prednisone. It was reported that they did not aspirate any fluid from knee and that was patient's decision. Based on reaction that the patient was having, he didn't want another foreign object shoved in knee. The patient travels but was still in a wheel chair. It was reported that the patient travelled for a living and concert touring. It was reported that the doctor told the patient that by late (B)(6) 2018, he would need to have fluid aspirated and cultured. The patient did not know if he will get knee aspirated in europe while there or would able to have it done when he arrives back in the us. Reportedly the patient would like to be reimbursed for the crutches, wheel chair and lost time. Action taken: unknown corrective treatment: not reported for lost sleep, crutches, cortisone shots, oral prednisolone for not walked/couldn't walk; cortisone shots, oral prednisolone for rest of the events. Outcome: not recovered for all the events a global pharmaceutical technical complaint was initiated and ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability and required intervention for using a wheelchair; required intervention for not able to bear weight on my knee, not walked/couldn't walk, pseudo-septic reaction, swollen and stiffness. Additional information was received on 06-feb-2018. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-feb-2018:the follow up information received does not change the previous case assessment. This case concerns a patient who received synvisc one injection and later became wheelchair used and had weight bearing difficulty and was unable to walk for which patient received cortisone injection and steroids. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.